Manufacturer narrative:
We reviewed the DHR for this (B)(4) / patient ID# (B)(6) / practice ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) were packaged by the second shift by auto bag-and-box operation on (B)(6) 2024, manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this (B)(4). Raw material: part-501017-b / lot# 08739030 / qty. Received = (B)(4) pcs, inspection date: (B)(6) 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. We received the return of the aligners from stages 11 to 16 of patient ID: (B)(6) from the sales order (B)(4). The aligners were inside their sealed packaging bags. We based the investigation on the stage 11 aligner (l11 sn: (B)(6)), reviewed the aligner, and did not observe any evidence related to sharp edges on the trim line of the aligner. The aligner shows no deformities or conditions outside of specifications.

Event description:
In this event it is reported that nontemplate aligner arch - suresmile - aligners have sharp edges. Reportedly, the aligners were not placed in the patient's mouth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.